Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead. The patient had been treated under control at ICU room due to pericardial effusion. The patient¿s clinical course has been monitored. Tamponade, and pericardial effusion was observed. It was considerable that the rv lead was the cause of the issue based on high threshold of the ventricular lead, however, it could have not been specified. The revision was performed and then the symptom was improved by re-positioning of the lead, and the lead remains in use. No further patient complications have been reported as a result of this event.